Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the following led to the malfunction of "due to adhesive peeling of distal end, distal end is not secured" was cause not established. The most probable cause of the malfunctions "due to corrosion on plug unit, e315 (scope err unsupported scope) occurs" and "due to corrosion on cable unit, the image is not displayed." Was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an error code e315 due to corrosion on the plug unit. The device also displayed no image due to corrosion on the cable unit. In addition, the distal end was not secured due to adhesive peeling of the distal end. There was no patient involvement.